Event description:
Error message reflected on screen while zeroing device. Replaced with another icp monitor still failed and replaced with new implant/ icp sensor, then zeroing successful. Ref report: mw5157875.